Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 419 mg/dl. The infusion set was changed multiple times. Correction bolus and insulin injections were administered to address bg. Customer reported that there was an issue with the pump in addition, it becomes very warm to the touch. A pump system check with tandem technical support (cts) found the pump to be functioning properly. There were no temperature alarms found in the pump history. Customer maintained the pump was not delivering insulin properly. Customer reverted to using manual injections for insulin therapy.